Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 120 mg/dl. The customer was advised to clean the battery cap contact with cotton swab. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer stated the insulin pump was exposed to ocean water recently the customer was advised that the device would be replaced.

Manufacturer narrative:
After battery installation, the pump gave a critical pump error due to a corroded electronic assembly. Unable to perform the functional tests due to the critical pump error. The motor assembly was found corroded per visual inspection. The pump was received with minor scratches on the lcd window, case and keypad overlay. The pump was found with a leak around the keypad overlay seal.